Manufacturer narrative:
As reported, during setup of the bard/davol ventralight st mesh w/ echo ps, the inflation tube broke. Additional information was requested, but not provided. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august, 2021. Not returned.

Event description:
As reported, while setting up the bard/davol ventralight st mesh w/echo positioning system during a procedure on (B)(6) 2022, the inflation tube broke off. There was no reported patient injury.